Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -12.0/2.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a same model/length lens due to excessive vault. Reportedly, "lens implantation was replaced by horizontal placement to vertical placement." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).